Event description:
It was reported that a home patient (hp) had a high drain 102 alarm which occurred on a homechoice (hc) device during use, at the end of the therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume during night drain cycle two. The cycle 2 ultra filtration (uf) equaled 2115ml which indicates that the hp drained 2115ml more than the prescribed fill volume of 2000ml. The initial drain volume alarm was at 1300ml. The hp stated that they did not bypass the initial drain. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was received and analyzed. The high drain alarm reported was verified in the event history log review. No abnormalities were identified during visual inspections. The device passed all electrical testing. A volumetric accuracy test was performed and passed. Several parts were replaced for normal servicing, but there was no nonconforming parts found during sample analysis. A device history record review was performed and determined that the device was no longer in its original manufactured condition. The service history record showed no previous service events were the same/similar to the reported problem and all specifications were met during previous service events. The cause of the alarm was a use error. The initial drain alarm setting was inappropriately programmed and a false empty detect occurred. The homechoice / homechoice pro apd systems patient at-home guide warns that setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up medwatch will be submitted.